Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to the manufacturer's acceptance criteria. A 100% final inspection is performed for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a forceps unit would inflate, but not deflate. Procedure details and patient involvement information is unknown. Additional information has been requested.